Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that buttons were hard and none of them was responsive. No delivery alarms and reject new batteries sometimes. No harm requiring medical intervention was reported. Cannula was kinked. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.